Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the upper right edge. The leaking was discovered during the post compounding quality check. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The initial visual inspection and functional testing confirmed the reported condition as a large leak. The cause of the condition is unknown; however the condition likely occurred during customer handling as the investigation found evidence of the manual add port being used. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Should additional relevant information become available, a follow-up report will be submitted.